Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The customer performed a set change while connected leading to the low. The customer used glucose tablets and was given d10 to treat. The customer experienced symptoms such as confusion, shaking, sweating, and anxiety. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer also reported highs caused by the reservoir falling out of the pump. The customer had other emergency medical interventions on (B)(6) 2018 and (B)(6) 2019. The insulin pump will not be returned for analysis.